Manufacturer narrative:
The device history record for the reported lot number, aa3217n16, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The original packaging was not returned with the device. The sample exhibited varying shades of discoloration. The head of the device was partially separated from the tubing, immediately at the base of the molded head. The separation penetrated the gastric feed lumen. The internal septum which separates the gastric and jejunal lumens was not impacted. There was no cross lumen communication. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6) stating the transgastric-jejunal enteral feeding tube split below the button portion of the device. Bile was leaking out onto the patient's skin causing excoriation of skin. The enteral feeding tube was removed to prevent skin breaking down. Additional information received (B)(6) 2015 stated the device was in use for 38-days prior to the event. Additional information received (B)(6) 2015 stated the patient was scheduled for a replacement procedure. The patient tends to pull at the enteral feeding tube.